Event description:
The customer reported that their device would not detect the hard paddles assembly when connected. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control provided the part number for the customer to replace the hard paddles assembly. The customer has not provided any further information to physio regarding the outcome of the reported failure.the conclusive cause of the reported failure could not be determined.